Event description:
It was reported the patient felt pain at the insertion site while wearing the pod for between 5 and 24 hours. The pod was removed and the site (arm) appeared inflamed, swollen, red. Irritated, bruised and purulent discharge was coming from the site. The patient felt nauseous from the stress of the situation. The patient's blood glucose levels roses to 386 mg/dl and applied a new pod. The infection from the first pod had reportedly spread to the second pod site which was placed 2 cm below the first pod. The patient visited the doctor the following day and was prescribed fusicutan antibiotic cream for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.